Event description:
It was reported that post-op a laparoscopic adjustable band procedure, pt was doing fine and went home the day after the procedure. In 2009, the pt reported eating applesauce with crushed pills and then began experiencing difficulty swallowing. She had some vomiting. The pt came back to the hospital the next day, and a swallow study was done. The study showed obstruction on the stomach side where the band was placed and a small slip. The pt was admitted and was given anti-inflammatory and steroids to reduce the inflammation. The surgeon felt the inflammation would resolve on its own. Two days later, the pt had a CT-scan of abdomen that showed the inflammation had not resolved and the slip was still apparent. The pt was taken back to surgery the following day. The band was unbuckled and reduced where the split was. He created another tunnel and repositioned the band in place, and did another application. The band was not removed. At the time of the original implant, the pt had an enlarged liver and high bmi.

Manufacturer narrative:
Device was not returned for eval.